Event description:
It was reported that the device broke during initial use. The tip of the obturator broke off when trying to remove the obturator, prior to the procedure. No patient impact.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device returned complaint device had the lot number of 25b7576 and the lot number initially reported was 24j6056. Alleged failure: broke during initial use. The tip of the obturator broke off when trying to remove the obturator, prior to the procedure. No patient impact. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) device dropped (within packaging), 2) device dropped (not within packaging), 3) rough handling of the device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during initial use. The tip of the obturator broke off when trying to remove the obturator, prior to the procedure. No patient impact.